Event description:
The customer reported that the left monitor failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an investigation. The image intensifier power supply was evaluated and replaced. The system was reset. The system was tested and found to be working as intended and returned to service.